Event description:
It was reported that this implantable pacemaker system recorded an alert due to atrial arrhythmia burden. In addition, a change in right ventricular pacing impedance was observed, however, the lead measurements remain within normal limits. It was additionally reported that during review of a latitude transmission, atrial undersensing of atrial fibrillation (af) was observed on the presenting electrogram (egm). All the lead measurements remain stable. The device system remains in service. No adverse patient effects were reported.